Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation of the returned product found thread deformation along the entire length, which was likely caused by tools during the removal. Deformation along distal end may be due to the screw hitting a hard object during insertion, causing thread damage that might have contributed to the distal end fracture. The distal end fracture is consistent with torsional overload. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient had an unknown procedure on an unknown date. Subsequently, during a scheduled screw removal on (B)(6) 2015, it was noted that the screw had fractured inside the patient. Two pieces of the fractured screw were removed and one piece still remains in the patient.

Manufacturer narrative:
Evaluation of the returned device found damage to the threads due to contact with a hard object during insertion. Potential root cause is undetermined because of condition of returned parts, as they were returned in two parts; however, the fracture was likely caused by torsional overload.